Manufacturer narrative:
Product complaint # =(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. ¿ did this issue contribute to any patient adverse event? ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) ¿ please perform and document the follow up attempt for product return. Please provide tracking number additional h11: prlne blu 24in 7-0 d/a bv175-6 mp (8735h) : unknown prlne blu 24in 7-0 d/a bv175-6 mp (8735h) : lot/batch number: 104blh list any j&j products that were utilized during the case but did not contribute to the reported event. ## *** was there any reported patient or user harm? ## unknown *** was there a significant delay? ## unknown *** if available, provide the product order number (po). ## *** do you need product packaging to send the product back? ## yes *** would you like a return label at the end of this process? ## no *** this parcel contains biohazardous materials and/or materials used during a medical procedure ## yes ***.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the procedure, 7/0 prolene (8735h) suture breaking when tying. No adverse patient consequences were reported. Additional information was requested.